Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (adjust belt or check belt messages and check therapy pad messages) have been confirmed. Upon receipt the pulse wire in the cable connecting ECG-a and ECG-b was broken. The cause for the messages was the broken pulse wire. The root cause for the broken pulse wire cannot be positively determined. No adverse event resulted from the broken pulse wire. The pt was issued a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report that he received check belt and check therapy electrode alarms after changing his garment. The pt was given a replacement electrode belt.